Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer replaced the printed board circuit management (pbcm) to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on bus. Customer stated that there was delay in patient care workflow. There were no adverse events or injuries reported based on this event.